Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Manufacturer narrative:
See d2a, d4, h4, h6, h10 and h11 complaint has been evaluated and is similar to report number 1644408-2022-01586; 508-32-101, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.